Event description:
Patient with a cancer diagnosis is receiving chemotherapy as an outpatient. Chemotherapy IV fluorouracil (5fu) infusion was attached using (B)(4) extension tubing set with .22 micron filter to gemstar ambulatory pump tubing. Patient identified while in home setting that chemotherapy was leaking at location of filter. Also noted the pump and bag was saturated with fluid. Patient stated that he clamped the tubing, washed his hands, and returned to the outpatient center. Infusion pump showed 23.9ml of 5fu had infused. Physician informed; new bag of chemotherapy prepared and attached to patient.